Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. All photo samples showcase an overview of an all silicone foley catheter. Visual: received one (1) used all silicone foley catheter without original packaging. Visual inspection noted kink on the shaft of the catheter. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The potential root cause could be incorrect catheter positioning / restraint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. If visible defect of the balloon or segment of catheter, inspect fragments of catheter may not remain in the bladder. 4. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. Applicable patients 1. Use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder. [Contraindications & prohibitions] method for use 1. Do not reuse. 2. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult. 3. Aggressive traction, particularly in the presence of tape or suturing, is not recommended for 100% silicone foley catheters. Applicable patients 1. Patients with a past history of allergic hypersensitivity to povidone-iodine or iodine. [Prohibited concomitant use] 1. Do not use ointments, contrast medium or lubricants having a petrolatum base on catheter (including oil of animal or plant origin, such as olive oil and petroleum jelly, and mineral oil). They will damage latex and may cause balloon to burst. 2. Do not wipe catheter surface with organic solvents such as alcohol. 3. No substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. 3. Malfunction and adverse events difficulty during catheter removal due to non-deflator balloon inadvertent catheter dislodgement due to damaged catheter and/or balloon burst 4. Precautions for infection or contamination visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations. [Storage method and expiration date] 1. Storage: store catheters at room temperature away from direct exposure to light. 2. Expiration date: indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the cuff did not inflate after patient insertion. Facilities that did not conduct pre tests. It was stated that the balloon damaged could not be confirmed. It was also stated that they confirmed a kink in the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff did not inflate after patient insertion. Facilities that did not conduct pre tests. It was stated that the balloon damaged could not be confirmed. It was also stated that they confirmed a kink in the shaft.